Manufacturer narrative:
The biomedical engineer (bme) reported the bedside monitor (bsm) sp02 is inaccurate while monitoring patient. The biomedical engineer stated that they tested the bsm with his simulator on it and it was simulating 98 but the bedside would show 94. No patient harm was reported. An exchange unit was sent to the customer. Investigation summary: evaluation of the device found it to have sustained physical damage to the front-end enclosure. Unable to take any measurements due to the damage to the device. Root cause of the inaccurate values cannot be identified, but is likely related to the physical damage observed and a corrective or preventative action is not warranted. The following fields are not applicable (na) to this report: b2. D4 lot # & expiration date. D6a & d6b. D7b. D10 . F1 - f14. G4 device bla number. G5. G7. H2. H7. H9. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. B6. B7. Attempt # 1: 04/08/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/30/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 10/04/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Manufacturer narrative: b4: date of this report. D9: device available for evaluation. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer . H6: adverse event - investigation findings-investigation conclusions. H10: additional narrative/data.

Event description:
The biomedical engineer (bme) reported the bedside monitor (bsm) sp02 is inaccurate while monitoring patient. The biomedical engineer stated they tested the bsm with their simulator on it and it was simulating 98 but the bedside would show 94. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported the bedside monitor (bsm) sp02 is inaccurate while monitoring patient. The biomedical engineer stated that they tested the bsm with his simulator on it and it was simulating 98 but the bedside would show 94. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported the bedside monitor (bsm) sp02 is inaccurate while monitoring patient. The biomedical engineer stated they tested the bsm with their simulator on it and it was simulating 98 but the bedside would show 94. No patient harm was reported.